Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lower anterior resection, the staples malformed. They were not b-shaped. The cut line was not closed. Same event occurred after replacing the cartridge. Another device was used to complete the case. There was no adverse consequence to the pt.